Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error open book alarms were noted during our testing. The insulin pump was received with minor scratched lcd window and case.

Event description:
Customer reported via phone call that their insulin pump has an error. The blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.